Manufacturer narrative:
No button error alarm was noted. All buttons functioned properly. However, the pump moisture on the keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. The pump also had a scratched reservoir tube window, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 223 mg/dl. Customer stated that the pump was exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.